Event description:
I had lasik eye surgery at the (B)(6) in 2007 performed by dr. (B)(6). If I remember right, it was around a -4.50 in both eyes. They told me I was a good candidate for the procedure. All went well to my knowledge. I noticed a couple years ago (2013) that my left eye was getting worse, but didn't really affect me. Within this last year, it has drastically gotten worse. It has affected my night driving, also, I believe that it has caused me headaches and dizzy spells, straining to see. I went back to the (B)(6) on (B)(6) 2016 and was diagnosed with post lasik ectasia in both eyes. My left eye was back to a -2.00 with a bad astigmatism. I have been researching online about the conditions and have read that I should report it.